Manufacturer narrative:
Unit passed displacement test, selftest and active current test. Low battery alert less than 1 week not confirmed. Unit failed sleep current test. High sleep current isolated to pcba 1. Power error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device has had three low battery alert less than a week in. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.